Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and insulin pump was not functioning. Customer performed troubleshoot for blank display but display did not return. Customer¿s current blood glucose was 107mg/dl. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.